Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The lens was returned for evaluation. Solution is dried on the lens. One haptic is broken in the gusset area and returned loose in the lens case. A device history record review and a non-conformance review of the reported lot number was conducted. No deviations were identified and all corresponding production release specifications defined in the device master record were met. Broken haptic damage was observed. All lenses are 100percentage inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company release criteria. Based on our observation, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens(iol) implant procedure the haptic was broken while loading. The surgery was completed with another lens. There was no patient contact. Additional information has been requested.